Manufacturer narrative:
Information regarding - initial reporter: occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. Two photos were provided and reviewed. An evaluation of the first photo confirmed that the lot number provided in the photo matches this report. The label in the photo also matches the product reported. It can be seen in the photos that the components of the tray are present - the handle, the irrigation adapter, the loading catheter, the barrel (with no bands remaining on it) and the trigger cord. The deployed constricted bands can also be seen located on the shaft of the irrigation adapter. The second photo provided confirmed the report. In the photo provided, all bands had been deployed prematurely and no bands were remaining on the barrel the deployed constricted bands are seen located on the shaft of the irrigation adapter. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an esophagogastroduodenoscopy (egd), the physician opened a cook 6 shooter saeed multi-band ligator. The physician opened the package and found out that the band was off. This occurred prior to patient contact; there was no impact to the patient.

Event description:
In preparation for an esophagogastroduodenoscopy (egd), the physician opened a cook 6 shooter saeed multi-band ligator. The physician opened the package and found out that the band was off. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding section e3 - initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord, the two-way handle, the irrigation adapter containing the six deployed bands on the shaft, the barrel with no bands remaining on it, and the loading catheter were all included in the return. The two-way handle was returned in the firing position. The length of the trigger cord was measured between the knots which is within the tolerance. During a visual examination, all of the beads were present on the trigger cord and there were no voids or flashing found on the beads. Bead locations were verified and found to be correct. An evaluation of the handle wheel movement was also performed and the wheel functioned as intended. Two (2) photos were also provided and reviewed. Evaluation of the photos also confirmed the report showing the contents of the kit as well as all six (6) constricted deployed bands placed on the shaft of the irrigation adapter. The lot number and product number were also identified in the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.